Manufacturer narrative:
(B)(4). Initial report. Customer has indicated that the products will not be returned to zimmer biomet for investigation, as they have been discarded. Concomitant medical products: medical product: oxf uni tib tray sz e rm PMA, catalog #: 154727, lot #: 2984957. Medical product: oxf twin-peg cmntd fem lg PMA, catalog #: 161470, lot #: 954240. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00001, 3002806535-2021-00002. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The product has been discarded.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty on (B)(6) 2013. Subsequently, a revision procedure due to loose femoral/tibial component was performed on (B)(6) 2020.

Manufacturer narrative:
(B)(4). Void- upon receipt of additional information, it was determined this product should not have been reported as it is considered an associated product only. This report should be voided.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty on (B)(6) 2013. Subsequently, a revision procedure due to a loose femoral/tibial component was performed on (B)(6) 2020.